Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 5.1 and 3.9 inr. The corresponding lab result reported was 2.92 and 2.95 inr.